Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose (bg) level was 580 mg/dl with high ketones. Reportedly, customer went to the emergency room and was subsequently hospitalized. Reportedly, customer's bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with no permanent damage. Reportedly, customer reverted to an alternate method of insulin therapy.